Event description:
It was reported that cadd solis vip ambulatory infusion pump is alarming constant, cassette not attached properly. Reattach cassette. During testing, no patient injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed the was missing sticker seal the device's event history log had a high alarm displayed: cassette not attached properly the technician performed functional check and no disposable alarm (nda)-testing of pump was not performed as per procedure due to damaged occlusion sensor seal. The reported problem was duplicated the technician found torn / damaged to the downstream occlusion sensor seal. The root cause of the reported issue was found to be damaged occlusion sensor by the customer. The technician replaced the downstream sensor.